Manufacturer narrative:
This investigation is not complete. Add'l info has been requested. We are currently awaiting the return of the product. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country. This is the same event as 1043534-2007-00148.

Event description:
Allegedly revision of right total hip replacement. Metallosis, osteolysis and necrosis, acetabular loosening and acetabular fracture.